Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery intermittently depleted quickly. Additionally, it was reported that the customer received multiple continuous glucose monitor error 42. Customer's blood glucose was 151 mg/dl. Customer reverted to an alternate pump for insulin therapy.